Manufacturer narrative:
Depuy synthes mitek sports medicine has been in discussions for both causality and any potential patient harm regarding complaints (B)(4). A teleconference was conducted with the complainant (surgeon) on (B)(6) 2014 to review the composite makeup of the bioabsorbable devices in question, the resultant absorbability profiles, and a review of the complaints data for depuy synthes mitek sports medicine. The devices are manufactured using biocryl rapide, a material with an established history of use of approximately 10 years, and a degradation profile of 24-37 months. Two published clinical studies (referenced below) as well as mitek internal test data were reviewed with the complainant. The surgeon was aware of the physiologic conditions occurring during the absorption process as well as the occurrence of ¿micromotion¿ ¿ a well described condition in medical literature by which rotational shoulder movement is an attributable factor in tunnel widening. At the close of our discussion, the surgeon agreed with the conclusion that tunnel widening via micromotion and the bioabsorbability profiles may be attributing factors for the images obtained leading to the initial complaints. He has also agreed that he would continue to observe these patients in a longitudinal method and report back to us with any new findings. For it¿s part, mitek is continuing to monitor the existence of similar complaints. No corrective action is required and no further action is warranted at this time. References: title: a clinical and radiographic comparison of absorbable and non-absorbable suture anchors in open shoulder stabilisation. Publication name: knee surgery, sports traumatology, arthroscopy. Issn/isbn: 09422056. Year: 11/2000. Vol (iss) pgs: 8 (6) p.349-355. Author(s): ejerhed, lars; kartus, jüri; funck, eduard; köhler, kristina; sernert, ninni; karlsson, jon. Title: bone replacement of fast-absorbing biocomposite anchors in arthroscopic shoulder labral repairs. Publication name: american journal of sports medicine. Doi: 10.1177/03635465124415896. Year: 04/2012. Vol (iss) pgs: 40 (6) p.1392-1401. Author(s): milewski md, diduch dr, hart jm, tompkins m, ma sy, gaskin cm.

Event description:
This complaint was sent to us via email from our marketing department. A surgeon in (B)(6) was collecting some post-op pictures of a patient who had a stability procedure done five years ago and returned complaining of pain. An MRI showed a hole in the glenoid, so the surgeon is questioning the osteoconductivity of the br material. No further details are available. The attached email mentions the use of a gryphon anchor, but the sales rep sent a partial product complaint form indicating a lupine anchor. One of our r&d engineers is following up with the doctor.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Manufacturer narrative:
Depuy synthes (B)(4) has been in discussions for both causality and any potential patient harm regarding complaints (B)(4). A teleconference was conducted with the complainant (surgeon) on (B)(6) 2014 to review the composite makeup of the bioabsorbable devices in question, the resultant absorbability profiles, and a review of the complaints data for depuy synthes (B)(4). The devices are manufactured using biocryl rapide, a material with an established history of use of approximately 10 years, and a degradation profile of 24-37 months. Two published clinical studies (referenced below) as well as (B)(4) internal test data were reviewed with the complainant. The surgeon was aware of the physiologic conditions occurring during the absorption process as well as the occurrence of ¿micromotion¿ ¿ a well described condition in medical literature by which rotational shoulder movement is an attributable factor in tunnel widening. At the close of our discussion, the surgeon agreed with the conclusion that tunnel widening via micromotion and the bioabsorbability profiles may be attributing factors for the images obtained leading to the initial complaints. He has also agreed that he would continue to observe these patients in a longitudinal method and report back to us with any new findings. For it¿s part, (B)(4) is continuing to monitor the existence of similar complaints. No corrective action is required and no further action is warranted at this time. References: title: a clinical and radiographic comparison of absorbable and non-absorbable suture anchors in open shoulder stabilisation publication name: knee surgery, sports traumatology, arthroscopy issn/isbn: 09422056 year: 11/2000 vol (iss) pgs: 8 (6) p.349-355 author(s): ejerhed, lars; kartus, jüri; funck, eduard; köhler, kristina; sernert, ninni; karlsson, jon title: bone replacement of fast-absorbing biocomposite anchors in arthroscopic shoulder labral repairs publication name: american journal of sports medicine doi: 10.1177/03635465124415896 year: 04/2012 vol (iss) pgs: 40 (6) p.1392-1401 author(s): milewski md, diduch dr, hart jm, tompkins m, ma sy, gaskin cm

Event description:
This complaint was sent to us via email from our maketing department. A surgeon in (B)(6) was collecting some post-op pictures of a patient who had a stability procedure done five years ago and returned complaining of pain. An MRI showed a hole in the glenoid, so the surgeon is questioning the osteoconductivity of the br material. No further details are available. The attached email mentions the use of a gryphon anchor, but the sales rep sent a partial product complaint form indicating a lupine anchor. One of our r&d engineers is following up with the doctor.

Event description:
This complaint was sent to us via email from our marketing department. A surgeon in (B)(6) was collecting some post-op pictures of a patient who had a stability procedure done five years ago and returned complaining of pain. An MRI showed a hole in the glenoid, so the surgeon is questioning the osteoconductivity of the br material. No further details are available. The attached email mentions the use of a gryphon anchor, but the sales rep sent a partial product complaint form indicating a lupine anchor. One of our r and d engineers is following up with the doctor.